Event description:
It was reported to philips that the system would not power on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that the system could not boot up. Upon further troubleshooting, fse found that the mouse and key have no power. Fse checked the host pc, it did not start up and could not be started up manually. To resolve the issue, fse performed short-circuit to the negative and positive of the bios battery. After performed short-circuit to the negative and positive of the bios battery, the system returned to use in good working condition. The codes were updated based on the investigation outcome.